Event description:
It was reported through a legal event that a 53 year old male patient had hernia repair surgery on or about (B)(6) 2012. During the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a strattice reconstructive tissue mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2014, for a revision surgery. During the revisions surgery, the surgeon implanted a second strattice mesh. The records indicate this is a strattice reconstructive tissue mesh. The patient returned to the hospital on or about (B)(6) 2015, for an additional revision surgery. This record is associated with the second device implanted on (B)(6) 2014, lot unknown.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
Additional and/or corrected data. Internal investigation into strattice lot: sp100148 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 5/30/2023, pmqa received notification from legal that the lots associated with this event were found through discovery and are s10980-049, implant date on (B)(6) 2012 and sp100148-111 , implant date on (B)(6) 2014. No other information was reported. This record is associated with device lot: sp100148-111, implant date on (B)(6) 2014. This is the same event and the same patient reported under MDR#: 1000306051-2022-00206 (abbvie complaint#: (B)(4). As reported in the initial: it was reported through a legal event that a 53 year old male patient had hernia repair surgery on or about on (B)(6) 2012. During the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a strattice reconstructive tissue mesh. After surgery, the patient returned to the hospital on or about on (B)(6) 2014, for a revision surgery. During the revisions surgery, the surgeon implanted a second strattice mesh. The records indicate this is a strattice reconstructive tissue mesh. The patient returned to the hospital on or about on (B)(6) 2015, for an additional revision surgery. This record is associated with the second device implanted on (B)(6) 2014, lot unknown.